Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a clinic check, ventricular lead noise was observed. The patient was asymptomatic. The noise was reproduced with isometrics. Lead revision was discussed.